Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device displayed an error message (sf 147) due to contamination within the pneumatic block. The device was returned to the customer unrepaired as the customer did not respond to the repair quotation. During a routine check of complaints records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no harm or injury reported as a result of this incident.